Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove of clip being caught on anatomy. The tissue injury and subsequent unchanged mr appear to be due to the clip being caught on the chordae. Tissue injury and mr are listed instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, thick leaflets, and bileaflet prolapse. A mitraclip xtw was inserted and deployed on the mitral valve. A mitraclip nt was then inserted and advanced to the left ventricle. However, the clip became caught in chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. An additional clip was then inserted and deployed on the mitral valve. However, the mr remained at 4. There was no clinically significant delay in the procedure.